Event description:
It was reported that the tip of the guidewire (subject device) sheared off and used a aspiration catheter and pump to retrieve the tip of the wire. Patient¿s anatomy is tortuous and a good amount of vasospasm noted by the physician. The vasospasm did not occur from the subject device. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, as per sem (scanning electron microscope) imaging - fracture surfaces show features typical of torsional overload. The guidewire proximal end was returned but the distal end was not (204cm from the proximal end. The guidewire was noted to be kinked in two locations 15cm and 113cm from the proximal end. The guidewire ptfe ( polytetrafluoroethylene) coating was seen to be peeling at 50cm from the proximal end. The proximal fragment was inspected, and the nitinol tubing was broken/fractured with the core wire exposed. The distal end was not returned. Functional inspection was not performed as the returned guidewire was confirmed to be fractured during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the physician advanced a synchro wire and the distal tip of the wire sheared off, used a aspiration catheter and pump to retrieve the tip of the wire. Additional information states that the patients anatomy was tortuous and a good amount of vasospasm noted by the physician. The device was returned for sem (scanning electron microscope) analysis and the guidewire was confirmed to be fractured and kinked with some ptfe coating peeling. Sem analysis concluded that the fracture surfaces show features typical of torsional overload. It is probable that the guidewire may have been fractured as a result of torsion applied to the wire to overcome the reported tortuous anatomy and the vasospasm noted. An assignable cause of procedural factors will be assigned to the reported and analyzed 'guidewire distal tip broken/fractured during use', and to the analyzed 'guidewire kinked/bent', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The proximal ptfe peeling is indicative of backloading the wire into the introducer or due to an under tightened torque device, therefore an assignable cause of handling damage will be assigned the analyzed 'guidewire ptfe coating peeling'.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that the tip of the guidewire (subject device) sheared off and used a aspiration catheter and pump to retrieve the tip of the wire. Patient¿s anatomy is tortuous and a good amount of vasospasm noted by the physician. The vasospasm did not occur from the subject device. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, as per sem (scanning electron microscope) imaging - fracture surfaces show features typical of torsional overload. Functional inspection was not performed as the returned guidewire was confirmed to be fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the physician advanced a synchro wire and the distal tip of the wire sheared off, used a aspiration catheter and pump to retrieve the tip of the wire. Additional information states that the patient's anatomy was tortuous and a good amount of vasospasm noted by the physician. The device was returned for sem (scanning electron microscope) analysis and the guidewire was confirmed to be fractured. Sem analysis concluded that the fracture surfaces show features typical of torsional overload. It is probable that the guidewire was fractured as a result of torsion applied to the wire to overcome the reported tortuous anatomy and the vasospasm noted. An assignable cause of procedural factors will be assigned to the reported and analyzed 'guidewire distal tip broken/fractured during use', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the tip of the guidewire (subject device) sheared off and used a aspiration catheter and pump to retrieve the tip of the wire. Patient¿s anatomy is tortuous and a good amount of vasospasm noted by the physician. The vasospasm did not occur from the subject device. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.